Event description:
Boston scientific received info that this right ventricular (rv) lead had dislodged. It was reported that the pt was non-compliant with post-op instructions which caused the lead to dislodge. The pocket was reopened and the lead was successfully repositioned. When the lead was reconnected to the device and the distal setscrew was tightened, the physician slightly tugged the lead to verify it was fully inserted. The insulation slightly separated from the terminal pin. The proximal setscrew was then tightened and the lead tested with acceptable measurements. No adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.